Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving baclofen (unknown) at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that the patient had an MRI (magnetic resonance imaging) a few days ago. The patient was currently having what appeared to be withdrawal (sudden change in therapy/symptoms). The hcp would like the pump interrogated to make sure it was infusing. No further complications were reported.